Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of fatigue. Plaintiff also began suffering pain during intercourse, depression. Plaintiff was originally diagnosed with lupus prior to undergoing the essure procedure, however, it was controlled up until she was implanted with essure. Her lupus symptoms have worsened since her essure was placed, requiring treatment and medication. On or around (B)(6) 2011, after being implanted with essure, she also began suffering from neuropathy which has left her completely numb from her waist down. She has been currently prescribed primidone and carbamazepine. Essure-related pain became so severe that she was eventually prescribed morphine, dilaudid, and percocet as treatment. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, heavy bleeding, neuropathy, and lupus symptoms worsened since essure placed. Severe abdominal pain and heavy bleeding are listed in the reference safety information for essure while neuropathy and lupus symptoms worsened are unlisted. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Abdominal pain is also a common occurrence under consumers. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, these both events were assessed as related to essure use. Given the apparently long term nature of this pain and the fact that a medical intervention was required (morphine prescription) this case is regarded as incident. In this present case, consumer already had the previous medical history of lupus which is a chronic inflammatory disease that follows a relapsing and remitting course. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and the events neuropathy and lupus symptoms worsened was considered unrelated. Other nonserious events were reported. Product technical analysis is being sought. No active follow-up is allowed and further information is expected through litigation process.

Manufacturer narrative:
Follow up information received on 01-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no medra llt can be provided. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, heavy bleeding, neuropathy, and lupus symptoms worsened since essure placed. Severe abdominal pain and heavy bleeding are listed in the reference safety information for essure while neuropathy and lupus symptoms worsened are unlisted. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Abdominal pain is also a common occurrence under consumers. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, these both events were assessed as related to essure use. Given the apparently long term nature of this pain and the fact that a medical intervention was required (morphine prescription) this case is regarded as incident. In this present case, consumer already had the previous medical history of lupus which is a chronic inflammatory disease that follows a relapsing and remitting course. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and the events neuropathy and lupus symptoms worsened was considered unrelated. Other nonserious events were reported. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. No active follow-up is allowed and further information is expected through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding"), systemic lupus erythematosus ("lupus symptoms worsened since essure placed"), neuropathy peripheral ("neuropathy") and lupus-like syndrome ("lupus diagnosis") in a (B)(6) year-old female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lupus erythematosus, appendectomy (appendix ruptured) on (B)(6) 2012, biopsy ((B)(6) 2009; (B)(6) 2015 and (B)(6) 2015), gravida I and parity 1 ((B)(6) 1994). Previously administered products included for an unreported indication: birth control pills. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). In 2011, the patient experienced pain in extremity ("legs/feet pain") and abdominal pain lower ("cramping"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2011, the patient experienced back pain ("severe back pain / back pain"). On (B)(6) 2011, the patient experienced hypoaesthesia ("numb from waist down / lost feeling from waist down"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fatigue ("symptoms of fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("allergic to nickel"). In 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, fibromyalgia ("fibromyalgia"), osteoarthritis ("degenerative arthritis") and intervertebral disc degeneration ("degenerative disc disease"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), lupus-like syndrome (seriousness criterion medically significant). Depression ("depression"), hypomagnesaemia ("hypomagnesemia"), gout ("gout flare ups") and procedural pain ("it was so painful"). The patient was treated with primidone, carbamazepine, morphine, hydromorphone hydrochloride (dilaudid) and tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, systemic lupus erythematosus, lupus-like syndrome, dysmenorrhoea, fatigue, dyspareunia, depression, fibromyalgia, osteoarthritis, intervertebral disc degeneration, allergy to metals, hypomagnesaemia, hypoaesthesia, gout, abdominal pain lower and procedural pain outcome was unknown and the neuropathy peripheral, back pain and pain in extremity had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, gout, hypoaesthesia, hypomagnesaemia, intervertebral disc degeneration, lupus-like syndrome, neuropathy peripheral, osteoarthritis, pain in extremity, procedural pain and systemic lupus erythematosus to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram test performed to confirm essure placement. Most recent follow-up information incorporated above includes: on 20-nov-2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Pfs received - new events were added: fibromyalgia, degenerative arthritis, degenerative disc disease, legs/feet pain, allergic to nickel, hypomagnesemia, numb from waist down / lost feeling from waist down, gout flare ups, cramping, lupus diagnosis and it was so painful. New reporter was added. Patients information was added. Product implant date was updated. Lot number was added. Historical and concomitant conditions treatment medication was added. Lab test was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding"), systemic lupus erythematosus ("lupus symptoms worsened since essure placed"), neuropathy peripheral ("neuropathy") and lupus-like syndrome ("lupus diagnosis") in a 43-year-old female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lupus erythematosus, appendectomy (appendix ruptured) on (B)(6) 2012, biopsy ((B)(6) 2009; (B)(6) 2015 and (B)(6) 2015), gravida I, parity 1 ((B)(6) 1994), dysphagia, gastritis, esophagitis, duodenitis, esophagogastroduodenoscopy, hiatal hernia, gastroesophageal reflux disease, diabetes mellitus, hypertension, candidiasis, magnesium deficiency, cholecystectomy in 1995, appendectomy and esophagectasia. She notes no fever, diarrhea. She denies any significant worsening of her neuropathy. She denies any oral ulcerations, alopecia,or rashes. Previously administered products included for an unreported indication: birth control pills, doxy-caps, indocin, neurontin, zestoretic, lortab, ace inhibitors and naprosyn. Past adverse reactions to the above products included abdominal discomfort with indocin and lortab; oedema with doxy-caps; and throat tightness with ace inhibitors. Concurrent conditions included hypoaesthesia, blurred vision, postpartum depression, dyslipidemia, loss of energy, fall, numbness in face, fibromyalgia, tobacco user, alcohol use, appendicitis perforated, wound drainage, chronic diarrhea, raynaud's disease, insomnia, vitamin d deficiency, unilateral carpal tunnel syndrome, cerebral small vessel ischaemic disease, joint ache, polyneuropathy, anemia, pharyngitis, hyperlipidemia, trochanteric bursitis and gouty arthritis. Family history included rheumatoid arthritis (son), hypertension (paternal grand father), stroke (paternal grand father), ovarian cancer (paternal grand mother), diabetes mellitus (paternal grand mother), dementia alzheimer's type (maternal grand mother) and colon cancer (maternal aunt). Concomitant products included cilest (ortho tricyclen) for contraception as well as ciprofloxacin (cipro), duloxetine hydrochloride (cymbalta) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). In 2011, the patient experienced pain in extremity ("legs/feet pain") and abdominal pain lower ("cramping"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2011, the patient experienced back pain ("severe back pain / back pain"). On (B)(6) 2011, 1 year 8 months after insertion of essure, the patient experienced hypoaesthesia ("numb from waist down / lost feeling from waist down"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fatigue ("symptoms of fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("allergic to nickel"). In 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, fibromyalgia ("fibromyalgia"), osteoarthritis ("degenerative arthritis") and intervertebral disc degeneration ("degenerative disc disease"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), lupus-like syndrome (seriousness criterion medically significant), depression ("depression"), hypomagnesaemia ("hypomagnesemia"), gout ("gout flare ups") and procedural pain ("it was so painful"). The patient was treated with primidone, carbamazepine, morphine, hydromorphone hydrochloride (dilaudid) and tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, systemic lupus erythematosus, lupus-like syndrome, dysmenorrhoea, fatigue, dyspareunia, depression, fibromyalgia, osteoarthritis, intervertebral disc degeneration, allergy to metals, hypomagnesaemia, hypoaesthesia, gout, abdominal pain lower and procedural pain outcome was unknown and the neuropathy peripheral, back pain and pain in extremity had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, gout, hypoaesthesia, hypomagnesaemia, intervertebral disc degeneration, lupus-like syndrome, neuropathy peripheral, osteoarthritis, pain in extremity, procedural pain and systemic lupus erythematosus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure placement (B)(6) 2010 : hcg : negative (B)(6) 2010 : hysterosalpingogram : impression: status post essure placement with blockage of the fallopian tubes bilaterally. (B)(6) 2011 : MRI, lumbar without contrast : impression: mild facet arthropathy is seen at l2-3, l4-5, and ls-s1 minimal annular disc bulge with left lateral disc bulging at l4-5 is seen contribute to minimal encroachment of the inferior aspect of the left neural foramen. (B)(6) 2011 : MRI, cervical without contrast : impression: mild broad-based disk protrusion with cord involvement, c5-6. (B)(6) 2011 : single quadrant/organ -ultrasound : diagnosis: right upper quadrant pain. Impression: slightly enlarged fatty liver. (B)(6) 2011 : CT abdomen and pelvis with contrast : impression: hepatomegaly with steatosis and areas of focal fatty sparing. (B)(6) 2012 : emg : impression: mild right ulnar neuropathy with the conduction slowing across the cubital canal and without denervation, mild right carpal tunnel syndrome without denervation, axonal sensory polyneuropathy of the right lower extremity. (B)(6) 2012 : MRI of brain : impression: minor chronic small vessel ischemic disease, mild generalized atrophy, minor chronic sinusitis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding"), systemic lupus erythematosus ("lupus symptoms worsened since essure placed / lupus flare up"), neuropathy peripheral ("neuropathy"), lupus-like syndrome ("lupus diagnosis") and diabetes mellitus ("diabetes") in a 43-year-old female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lupus erythematosus, appendectomy (appendix ruptured) on (B)(6) 2012, biopsy ((B)(6) 2009; (B)(6) 2015 and (B)(6) 2015), gravida I, parity 1 ((B)(6) 1994), dysphagia, gastritis, esophagitis, duodenitis, esophagogastroduodenoscopy, hiatal hernia, gastroesophageal reflux disease, diabetes mellitus, hypertension, candidiasis, magnesium deficiency, cholecystectomy in 1995, appendectomy and esophagectasia. She notes no fever, diarrhea. She denies any significant worsening of her neuropathy. She denies any oral ulcerations, alopecia,or rashes. Previously administered products included for an unreported indication: birth control pills, doxy-caps, indocin, neurontin, zestoretic, lortab, ace inhibitors and naprosyn. Past adverse reactions to the above products included abdominal discomfort with indocin and lortab; oedema with doxy-caps; and throat tightness with ace inhibitors. Concurrent conditions included hypoaesthesia, blurred vision, postpartum depression, dyslipidemia, loss of energy, fall, numbness in face, fibromyalgia, tobacco user, alcohol use, appendicitis perforated, wound drainage, chronic diarrhea, raynaud's disease, insomnia, vitamin d deficiency, unilateral carpal tunnel syndrome, cerebral small vessel ischaemic disease, joint ache, polyneuropathy, anemia, pharyngitis, hyperlipidemia, trochanteric bursitis and gouty arthritis. Family history included rheumatoid arthritis (son), hypertension (paternal grand father), stroke (paternal grand father), ovarian cancer (paternal grand mother), diabetes mellitus (paternal grand mother), dementia alzheimer's type (maternal grand mother) and colon cancer (maternal aunt). Concomitant products included cilest (ortho tricyclen) for contraception as well as ciprofloxacin (cipro), duloxetine hydrochloride (cymbalta) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse"). In 2011, the patient experienced pain in extremity ("legs/feet pain") and abdominal pain lower ("cramping"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2011, the patient experienced back pain ("severe back pain / back pain"). On (B)(6) 2011, 1 year 8 months after insertion of essure, the patient experienced the first episode of hypoaesthesia ("numb from waist down / lost feeling from waist down") and the second episode of hypoaesthesia ("lost feeling from waist down"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("symptoms of fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("allergic to nickel"). In 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, fibromyalgia ("fibromyalgia"), osteoarthritis ("degenerative arthritis"), intervertebral disc degeneration ("degenerative disc disease") and hypomagnesaemia ("hypomagnesemia"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), lupus-like syndrome (seriousness criterion medically significant), depression ("depression"), gout ("gout flare ups"), procedural pain ("it was so painful") and diabetes mellitus (seriousness criterion medically significant). The patient was treated with primidone, carbamazepine, morphine, hydromorphone hydrochloride (dilaudid) and tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate, paracetamol]). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, systemic lupus erythematosus, lupus-like syndrome, dysmenorrhoea, fatigue, dyspareunia, depression, fibromyalgia, osteoarthritis, intervertebral disc degeneration, allergy to metals, hypomagnesaemia, gout, abdominal pain lower, procedural pain, anaemia, diabetes mellitus and the last episode of hypoaesthesia outcome was unknown and the neuropathy peripheral, back pain and pain in extremity had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, back pain, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, gout, hypomagnesaemia, intervertebral disc degeneration, lupus-like syndrome, neuropathy peripheral, osteoarthritis, pain in extremity, procedural pain, systemic lupus erythematosus, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be related to essure. The reporter commented: she currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure placement (B)(6) 2010 : hcg : negative (B)(6) 2010 : hysterosalpingogram : impression: status post essure placement with blockage of the fallopian tubes bilaterally. (B)(6) 2011 : MRI, lumbar without contrast : impression: mild facet arthropathy is seen at l2-3, l4-5, and ls-s1 minimal annular disc bulge with left lateral disc bulging at l4-5 is seen contribute to minimal encroachment of the inferior aspect of the left neural foramen. (B)(6) 2011 : MRI, cervical without contrast : impression: mild broad-based disk protrusion with cord involvement, c5-6. (B)(6) 2011 : single quadrant/organ -ultrasound : diagnosis: right upper quadrant pain. Impression: slightly enlarged fatty liver. (B)(6) 2011 : CT abdomen and pelvis with contrast : impression: hepatomegaly with steatosis and areas of focal fatty sparing. (B)(6) 2012 : emg : impression: mild right ulnar neuropathy with the conduction slowing across the cubital canal and without denervation, mild right carpal tunnel syndrome without denervation, axonal sensory polyneuropathy of the right lower extremity. (B)(6) 2012 : MRI of brain : impression: minor chronic small vessel ischemic disease, mild generalized atrophy, minor chronic sinusitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet received and reporter information and event anemia, lupus flare up, diabetes, lost feeling from waist down were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.